Event description:
It was reported that the cco decreased from 4.0l/min to 1.0l/min over a period of 30 minutes. The expected value was 4.0 - 5.0 l/minute. It is unknown if an alarm or fault message was observed. At the same time, monitor displayed other parameters like ECG and map normally. Ico and svo2 were not measured. When the displayed cco value decreased to 1.0l/minute, measurement had stopped, so there were no patient complications reported. It was confirmed that there was no malfunction involving heat. The value was not affected by the patient condition. Information such as occlusion, leakage or kinking of the catheter could not be confirmed. A sample of the tracing was not available.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards introducer and a non-edwards contamination shield was located on the catheter body between 41 and 111 cm proximal from the catheter tip. No packaging was returned. Blood was observed around the area of the attached introducer and contamination shield. No visible damage to the balloon, catheter body, or returned syringe was observed. No error message was found on the vigilance ii monitor. The thermistor was found to read 37.0 when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specifications, measuring 39.50 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The complaint of inaccurate values could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.